Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. .

Event description:
It was reported that during central processing, the force bipolar had a frayed black insulation cable on the joint area. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the reported issue of fraying of the black insulation on the energy wire inside the joint area was identified in central processing after decontamination, when an spd technician noticed a small amount of fraying under a lighted magnifier prior to packaging for sterilization; instruments are not thoroughly inspected prior to decontamination unless an issue is flagged, but they are inspected afterward. The instrument was last used on 10/27/2025 for a benign hysterectomy on system sk3508, and although scrub techs are expected to inspect instruments before use, it cannot be confirmed this occurred for this device. The damage appeared to involve exposed wire, while the cable itself remained intact. There were no reports of loss of cautery function, thermal damage, arcing, fragment generation, or instrument collision during the procedure, and the case was completed using the same instrument. It is unlikely the instrument was inspected by or staff after the procedure. The instrument has already been returned to isi for evaluation, and no photographic images or procedural video are available for review.

Manufacturer narrative:
The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wires were not damaged. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instrument or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.